Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v534780, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported increased urgency and frequency associated with inability to feel stimulation which resulted in an unscheduled clinic or office visit. Impedance tests were performed, noting impedances limited programing. Only 2 impedances were responding; all settings were not responding except case<(>&<)>1; case<(>&<)>2; and 1<(>&<)>2. The device was reprogrammed and the patient was feeling stimulation on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015 after the entire system was explanted and replaced.

Event description:
Additional information received reported there were high impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.